Event description:
This customer reported a cycling of power for this device. There was no pt involvement as this was found during training.

Manufacturer narrative:
(B)(4). This customer reported a cycling of power for this device. There was no pt involvement as this was found during training. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.